Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported customer went to the emergency room with a blood glucose (bg) level of "high"; although specific value was not provided. The cause of the elevated bg was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Tandem technical support performed a full pump system check and verified that the pump was functioning appropriately. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer loaded a new cartridge and resumed insulin delivery successfully.